Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the field representative noted a treated episode from over two months earlier. The shock was determined to be inappropriately administered due to double counting of the t-wave from an amplitude change. The patient stated that she was lying down at the time that the therapy was administered. During the office visit the field representative was unable to reproduce the change in amplitude or the double counting of t waves. The conditional zone and the ventricular fibrillation (vf) zones were reprogrammed and the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported.